Manufacturer narrative:
A field service engineer (fse) evaluated the instrument on (B)(4) 2015 and found incorrect probe height in the diff bath impacting sample mixing. The field service engineer (fse) checked and adjusted the probe height at the diff bath and ensured flag sensitivities and thresholds were correct. Fse performed verification of instrument to meet the specified requirements per established service procedures. Beckman coulter internal identifier for this event is (B)(4).

Event description:
The bec application specialist reported the customer was seeing excessive sl1, sl diff and nrbc flags on samples run on their coulter ac-t 5diff cap pierce (cp) hematology analyzer instrument. There was no death, injury, or change to patient treatment and no erroneous results were generated in connection with the reported event.